Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 300 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer was out of insulin and was running high. Customer cause of hospitalization was hyperglycemia. Customer was treated with IV and blood glucose was stable. Customer was wearing the pump going to the hospital and removed it 30 minutes before emergency visit. Customer declined to perform the high pressure test. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.